Event description:
Follow-up clarified the discomfort the patient experienced prior to surgical intervention was related to the size of the patient's previous ipg. Therefore, the replacement device is a smaller/different model ipg. Surgical intervention resolved the patient's issue.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has been experiencing persistent discomfort at the ipg site due to the location of the ipg. Per the manufacturer's device record database, the patient's ipg was explanted and replaced with a different model.